Event description:
Inspiratory time display fluctuating erratically with changing controls. The ventilator in question was found to have a bad inspiratory time potentiometer. Potentiometer was replaced by the clinical engineering staff.